Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot j044, for a sample possibly containing anti-e and anti-lea.

Manufacturer narrative:
Immucor japan received the patients sample for investigation. Testing was performed by tube method using liss. Weak positive results were obtained. The sample was washed with saline and tested by iat. Negative results were obtained suggesting that an igm antibody was present. Capture is used for the detection of igg antibodies as stated in the package insert.